Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which showed that the amount of specimen drawn into the tubes is lower than the draw volume for this product. Per specification this tube type does not have a fill line. A total of 57 retained samples were inspected with no visible defects found. Functional tests were conducted on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, 10 tubes were underfilled. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, 10 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.